Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (manipulation of the devices) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented aspart of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : remains implanted.

Event description:
As reported by an edwards lifesciences affiliate in canada, regarding a 23mm sapien 3 ultra in aortic position by transfemoral approach. During procedure, the valve was deployed with a 23mm commander delivery system minus 1cc. During esheath removal, the patient developed hypotension and tamponade. A pericardiocentesis was performed and the patient was stabilized. The patient received two units of blood cells. At this time, it was noted that a 26mm valve was used instead of the intended 23mm. On opening the valve, the valve size was not properly confirmed. The 26mm valve was prepared with the 23 delivery system. The final result was a valve with a moderately under-expanded appearance, no leak, and a mean gradient of 9mmhg. The patient was alive and stable. As per medical opinion, the root cause for the tamponade is believed to a perforation of the lv guide-wire (not safari wire), not necessarily related to the use of the 26mm valve. There was no evidence of annular rupture. The cause of the tamponade was not determined.